Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were fed into the jaws at a time at the 2nd firing and fell into the patient. The fallen clips were all removed from the patient with a forceps via a trocar. There was no damage on the target tissue. The device was not fired as the clips could not be fed into the jaws as intended. There was neither unexpected resistance nor noise before the event occurred. There was no torquing or twisting of the device present. The device was not fired on something hard such as an existing clip. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Misaligned jaw, ejected clip. Three attempts were made to obtain the following additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were multiple clips fed into the jaws at the time of the 2nd firing? The analysis results of the device found that it was received with the jaws misaligned. It is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 12 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. A batch record review was performed and no anomalies were found during the manufacturing process.